Manufacturer narrative:
A ge rep did not report on evaluation or repair of this system.

Event description:
The customer reported that the 7600 system would occasionally not switch on. No pt injury was reported.